Manufacturer narrative:
A ge service representative performed an onsite investigation. The handswitch was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a gauge handswitch error message outside of a procedure. No pt injury was reported.